Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During an afib procedure, after successful pfa isolation of the left pulmonary veins, the physician attempted to advance a rosen wire through the farawave catheter positioned in the right inferior pulmonary vein but found the wire could neither advance nor retract. No tissue was observed at the tip of the catheter or guidewire, the guidewire could not be removed as normal since it was stuck within the farawave lumen. No other catheter malfunctions were identified. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.